Event description:
It was reported that an unspecified number of bd micro-fine¿+ demi insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: a patient complained about the insulin syringes because the scale was printed at an angle. The pharmacist then determined that this problem was the case with almost all 100 packages.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd micro-fine¿+ demi insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: a patient complained about the insulin syringes because the scale was printed at an angle. The pharmacist then determined that this problem was the case with almost all 100 packages.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 17-may-2022. H6: investigation summary: customer returned (13) 0.3ml, 30 gauge, 8mm syringes from lot 0090628. No issues with the graduation marks could be observed during visual inspection. Each of the syringes were observed under a microscope with a gauge to ensure that the graduation marks were straight and even. None of the syringes were found to be out of specification. A review of the device history record was completed for batch# 0090628. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. There was one (1) notification noted for scratched print. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the scale markings being misaligned. Root cause cannot be determined at this time as the issue is unconfirmed.